Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Event description:
It was reported that the device kinked while in use for a patient that was ventilator-dependent between (B)(6) 2016. On (B)(6) 2016 pressure changes were noted with the patient, both the suction catheter and scope would not thread down the device. A kink appeared to be in the middle of the shaft of the tube between the pilot line. The patient was extubated and re-intubated with a new device of the same type and size. Although no patient harm was reported due to this device malfunction, the patient expired several weeks later due to other complications.